Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due the right atrial (ra) lead undersensing. The implantable cardioverter defibrillator (ICD) was unable to accurately discriminate arrhythmias. It was noted the device was approaching recommended replacement time (rrt). The lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.